Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number is unknown; however, the customer stated that the potentially associated lot number is 14b07v422. Expiration date for the potentially associated lot number is 01/31/2019. Manufacture date for the potentially associated lot number is 04/25/2014. Evaluation summary: the device was received for evaluation. A visual inspection and a functional leak test were performed. During evaluation it was identified that there was a small cut, approximately 0.2 cm, on the sets tubing. The cause of the cut could not be determined. A CAPA has been opened to address this issue. A batch review was conducted for the potentially associated lot number, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. The reporter stated that the tubing leaked during the infusion of parenteral nutrition on a colleague infusion pump. The flow rate was 2-5 ml/h. There was no patient injury or medical intervention. No additional information is available.